Manufacturer narrative:
Recalls continue: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would not communicate with external devices, and the patient programmer displayed a communication error. Reportedly, the patient had not charged the ipg in two years. Consequently, surgical intervention was taken and the patient's scs ipg was replaced with a new one. The reported issue was resolved.